Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using battery power but failed to power on using ac power. When ac power is connected the ac available led does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed missing system board mounting screws, the ac inlet ground pin broken away from the system board at the solder point and the power supply module is also broken away from the system board. This results in loss of ac power to the ac/dc power supply and may be intermittent with device manipulation. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device will not charge and loose connection in the back. When moving the cord in the back, the device will turn on and off. No patient impact or consequences were reported.